Event description:
An attempt was made to use one euphora rx balloon catheter to treat a non tortuous, severely calcified blockage in the mid right coronary artery (rca), with 95% stenosis, that needed to be opened. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered while delivering the balloon. Excessive force was not required to deliver the balloon. It was reported that the balloon was unable to cross the lesion. Before crossing the lesion the device was pulled negative and when this was done there was blood return. As the balloon was not able to cross the lesion it was removed from the body. At this time the balloon was attempted to be inflated but it did not inflate. The balloon was found to have a hole in it. The patient is alive with no injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: a kink was evident on the hypotube. The device returned with balloon folds intact. Blood was v isible in the balloon. Proximal balloon bond was necked. The balloon passed negative prep. An attempt was made to inflate the balloon to but to a due necked proximal bond the balloon could not be inflated. Upon visual inspection of the device, a short longitudinal tear was observed on the balloon material over the marker band. The balloon material was jagged and uneven at the tear site. Damage was evident to the distal tip. No other deformation evident to the remainder of the device. Additional information: the device was not moved or repositioned. The device was being used to pre-dilate the lesion. Negative prep was performed only once with blood return. There was no attempts made to pre-dilate the lesion with another balloon prior to the attempt to position the relevant device at the lesion. It was stated that there was zero inflation of the balloon and it never inflated. There was no inflation pressure applied when it was determined that there was inflation difficulties. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.